Event description:
It was reported that two hours post implant, this electrode was noted to have pulled out of position and appeared to be bent or curved upon review of x-ray. It was noted that the electrode was implanted using a two incision technique. Technical services (ts) recommended revising the electrode. Surgical intervention was undertaken the next day. The electrode was tunneled deeper and was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.